Manufacturer narrative:
The unit is unavailable for further evaluation as the customer had confirmed to discard the instrument and its components in accordance with applicable policies, local environmental regulations, and safety requirements.

Event description:
On (B)(6) 2025, meridian bioscience inc. Was forwarded information related to an incident involving a customer located in australia. Customer had turned the alethia instrument off to complete the required cleaning procedure. The unit was turned back on to resume use. During normal use, after the unit is turned on, the blocks automatically start to warm up to operating temperature. Test runs are unable to be initiated until the completion of this warmup period. During this warmup period, it was identified that only block a was warming up. Shortly after, the screen went off, there was a 'pop sound' and then a smell of electrical burn from ac adaptor on the power cord. The customer switched the instrument off, waited 15-20 minutes, and tried again, but the smell persisted so they decided to fully shut it down and not turn it on again. The customer then withdrew the instrument from operational use. While there were no reported claims of serious injury or harm reported, meridian has elected to submit this report out of an extreme abundance of caution.